Event description:
It was reported that the luer lock connection was loose or not straight/secure. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer gave a manual injection to address bg. Customer straightened/secured the connection to resolve the issue.